Event description:
During surgery on a child with a supracondylar humerus fracture, the surgeon was advancing a 2.0 kirshner wire in the bone when a portion of it broke after hitting an implanted screw.